Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings:a review of the pump black box data revealed multiple pump reboots to support power loss. During a visual inspection of the pump, no damage was observed to the battery compartment. During testing, the pump powered on with the returned battery cap. The battery cap secured properly to the pump, and the cap¿s contact dimensions measured within specifications. The pump was exercised for 24 hours with no observed power interruptions or call service alarms. The pump case was removed, and no intermittent connections were found in the power circuit. Unrelated to the complaint, the display screen appeared dim and discolored.